Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted in 2008 after an implant duration of 32 days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.